Manufacturer narrative:
A series of photos were shared by customer, where customer is showing the affective item, however no significant damage, leaks or anomalies were noted. One used list # mc33213 was returned for evaluation. A crack on the female luer was observed. No mating device was returned for evaluation. The returned set was tested and a leaks from a crack on the female luer was observed. Complaint of leaks can was able to be replicated. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional reporters: (B)(6).

Event description:
Leakage was reported from a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer device. It was reported that a midline IV catheter was inserted into patient, and the product was attached to end of the line for purposes of flushing. Leakage of fluid from extension set was then identified from a small crack near remv microclave. The device was removed from the line and replaced with another, functional ext. Set. There were no harm and no delay in care.